Event description:
Per the physician's report, this pt experienced an adverse tissue reaction at the implant site. The surgeon performed 3 skin flap surgeries (date not reported) to clean the area. The physician may test the pt to determine if an allergy is the cause of this reaction. The surgeon would like to explant the device and may reimplanted a new device on the contralateral side in the future (date unknown).

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling code #1738.